Event description:
From additional information, the cause of lightheadedness was not identified, but it resolved spontaneously. No cause of the elevated pump power was identified as well. There were no power spikes noted on repeat from lvad (left ventricular assist device) interrogation at office visit on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed intermittent elevations in power/flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of lightheadedness could not be conclusively established through this evaluation. The patient was seen in the clinic on (B)(6) 2022 for lightheadedness. The patient complained that the 14-volt batteries were draining unequally/not keeping charge. The patient¿s system controller was exchanged, and the patient¿s issues with the batteries resolved. The patient¿s lightheadedness resolved spontaneously. The cause of the elevated pump power was not identified; however, no power elevations were reportedly noted on repeat pump interrogation on (B)(6) 2022. A review of the submitted log file found that the pump operated at the set speed without issue. Intermittent elevations in power/flow were captured on (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Some power elevations were captured during pi events while others were captured during low battery advisory and hazard alarms. Refer to the system controller investigation regarding the low battery alarms while the device was connected to 14-volt batteries. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including neurologic dysfunction. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18may2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an urgent clinic visit for lightheadedness on (B)(6) 2022. The patient had been complaining that the batteries draining unequally or not holding charge. From the device interrogation, it was noted to have ongoing intermittent low voltage advisories. The system controller was exchanged in the clinic in case this was related to power cord. The log file captured multiple low battery hazards. There were also 14 occasions when the power exceeded 10 watts in the log files review.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.